Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The carrier/com express board was replaced. Customer contact reports no patient information is available. (B)(4).

Event description:
The hospital reported the display went blank during a case. The clinician switched to manual mode to maintain ventilation. There was no reported patient injury.